Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Correction: d10, h3. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b3. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 02sep2020: procedure being performed was a an internal-external drainage of the bile ducts. After correctly positioning the drain and experiencing difficulty removing the stiffener, the operator removed the 0.035 wire to try and remove the introducer, however it remained stuck. The 0.035 amplatz wire could not be reintroduced, so the 0.018 was placed instead in order to remove the drain. Some resistance was experienced while removing the whole drain, so the drain was cut to free the internal suture mechanism. The drain came out over the 0.018 wire. A new drain of the same type was eventually placed which deployed normally.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Additional methods code: device not returned (4114). Investigation ¿ evaluation: (B)(6) hospital in the united kingdom informed cook of an incident involving two ultrathane mac-loc locking loop biliary drainage catheters. On (B)(6) 2020, during a procedure, two devices had difficulty removing the blue stiffener from the catheter. The stiffeners seemed to be stuck on the tip of the catheter. There was no difficulty assembling the devices prior to insertion. There have been no adverse effects to the patient other than an increase in procedure time due to this occurrence. The complainant did not return the complaint devices to cook for investigation. Due to this, no dimensional, visual, or functional verifications could be completed. However, a document based investigation evaluation was performed. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The risks associated with these devices are acceptable when weighed against the benefits. The device is shipped with instruction for use (IFU) which provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of the device history record (DHR) was also conducted as a part of the investigation to check for failure related nonconformances and additional complaints. The DHR for the complaint lot and related subassembly lots records one related nonconformance for "i.d. Incorrect." This affected a quantity of 2 devices that both had a disposition of scrapped. Cook looked at all final lots the catheter subassembly lot which contained the related nonconformance filled. There have been no additional complaints or related nonconformances. A database search was completed on the final lot and no additional complaints were found. As there are adequate inspection activities established, objective evidence that the DHR was fully executed and no additional complaints from the same lot, it was concluded that there is no evidence that nonconforming product exists in house or in field. A CAPA was previously opened to address this issue. The CAPA concluded that manufacturing factors contributed to this failure mode. The complaint lot was manufactured prior to implementation activities of the CAPA, but was not returned so no dimensional verification could be conducted. Based on the information provided, no returned product, the fact that the device was manufactured prior to CAPA implementation, and the results of the investigation, the cause of this complaint is a manufacturing deficiency. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional product codes: lje, gbo. Occupation: interventional radiology nurse. PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required an ultrathane mac-loc locking loop biliary drainage catheter for drainage. When the user attempted to remove the blue flexible stiffener, it seemed that it was caught up at the tip of the drain. This happened with a second device of the same lot. No other adverse effects were reported.